Event description:
It was reported that review of this pacemaker patient presenting rhythms found a pattern that was indicative of loss of capture on both the right atrial (ra) and right ventricular (rv) leads. Review found ap followed shortly after by as in the blanking period, where the as was coming before the vp so ruling out cross chamber sensing. There were also observations of the vp followed shortly after by vs in the blanking period. However, rv auto threshold has been very steady with no loss of capture markers on any presenting egms. The ra threshold was already known to be an issue tested at 1.7v at 1.0ms and output set to 2.5v at 1.0ms. Technical services recommend investigating further and to consider extending the vp refractory period, however not much can be done for the as with the signal being as big as the p-wave. The leads were both almost twenty years old, however still remain in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported that review of this pacemaker patient presenting rhythms found a pattern that was indicative of loss of capture on both the right atrial (ra) and right ventricular (rv) leads. Review found ap followed shortly after by as in the blanking period, where the as was coming before the vp so ruling out cross chamber sensing. There were also observations of the vp followed shortly after by vs in the blanking period. However, rv auto threshold has been very steady with no loss of capture markers on any presenting egms. The ra threshold was already known to be an issue tested at 1.7v at 1.0ms and output set to 2.5v at 1.0ms. Technical services recommend investigating further and to consider extending the vp refractory period, however not much can be done for the as with the signal being as big as the p-wave. The leads were both almost twenty years old, however still remain in-service at this time. No adverse patient effects were reported. Additional information was received that there was continued issues with the ra lead having thresholds and capture/sensing issues. Subsequently, the ra and rv leads were recently explanted and replaced. No further adverse patient effects were reported.